Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed exposure not possible reselect application error. Based on the available patterns and logs, fse suspected that the issue was in the ippc. To resolve the issue, fse had installed the image disk 2 on motherboard of ippc, performed dbs and recreate image. After installing image disk, performing the dbs and recreate image system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the exposure was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.